Event description:
It was reported that a patient underwent an ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flowed back into the side port issue occurred. When introduced to the left atrium, when the doctor tried to aspirate prior to inserting catheter, a lot of air was aspirated continuously, no matter how slow its aspirated. The sheath was then changed. Surgery delayed due to the reported event for 10 minutes. There was no patient consequence reported. Additional information was received. It was not known if air was being introduced into the patient. The physician performed aspirations to eliminate bubbles. The patient has not exhibited any neurological symptoms since the procedure was completed. The event was assessed as MDR reportable for air flowed back into the side port issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 05-oct-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 12-oct-2022. It was reported that a patient underwent an ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flowed back into the side port issue occurred. When introduced to the left atrium, when the doctor tried to aspirate prior to inserting catheter, a lot of air was aspirated continuously, no matter how slow its aspirated. The sheath was then changed. Surgery delayed due to the reported event for 10 minutes. There was no patient consequence reported. Additional information was received. It was not known if air was being introduced into the patient. The physician performed aspirations to eliminate bubbles. The patient has not exhibited any neurological symptoms since the procedure was completed. The carto vizigo sheath product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. The returned sample was connected to a syringe with water and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. . Manufacturer's reference number:(B)(4) on 12-oct-2022, noted correction to the manufactured date added under h4. Device manufacture date in the 3500a initial. Therefore, corrected this field.